Event description:
The complainant reported an alarm was issued for an abnormality in the automated impella controller (aic) control device, and the position waveform became flat and disappeared. A few minutes later, the waveform appeared, but the control device abnormality alarm occurred again and the position waveform disappeared, so we suspected an abnormality in the control device and replaced it, after which the position waveform was displayed normally and no alarms were issued. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation into the aic - optical signal issue has been completed. Console logs from the reported day of event are 'consistent with complaint and show intermittent loss of data from optical bench, identified as a ¿transient loss of optical data. This is a known pattern failure caused by a temporary loss of optical placement signal. Abiomed is aware of the issue, and is working on appropriate corrective action. There¿s no need for repairs if the condition self-corrects. This is a low probability event and lasts only a few minutes. If needed, monitor patient hemodynamics and impella position with imaging. This report is being filed as part of a retrospective review of historical records.